Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was feeling the stimulation in the wrong location. The patient also reported that since the implant, about 4-5 times a day, it feels like a cell phone vibrating in her butt cheek. The patient noted that she went to see a healthcare professional (hcp) who said the implant was put wrongly and the patient should not be feeling the stimulation in the butt, it should be in the vaginal area. The patient also mentioned that the implant was working to help her bowel issues. Furthermore, it was reported that she has noticed, for about a year, the stimulator was working its way to the top of the skin. There were no further complications or anticipations reported with this event.